Event description:
It was reported that a pt experienced post-operative sensitivity within days of placement of a temporary restoration (out of occlusion) using integrity. The tooth ultimately required endodontic therapy. The reporter indicated that the canals "had so much internal pressure that we had trouble establishing anesthesia and observed a large amount of blood flow once we were able to access the pulp chambers." Please note that the restoration was originally placed in 2006.

Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention, it was reported that endodontic therapy was performed in this case. Therefore, this event is reportable per 21 cfr 803. The lot number (vendor# 553838) was provided t the physical MFR who evaluated a retained sample and found it to be in specification.